Event description:
Mini bag did not work to mix the medication properly. When tab was broken off to mix there is on obstruction that will not allow the sodium chloride to be pushed into the vial to reconstitute medication. Dates of use: (B) (6) 2010.